Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker patient passed out and hit the floor. The episode occurred at night and the patient did not go to the emergency room. The following day, the patient sent a transmission to their at home monitoring system and was referred to their physician for further assistance. No further information is known, at this time. No additional adverse patient effects were reported.